Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with the coaguchek inrange meter serial number (B)(4) compared to the chronometric stago on star max laboratory method. The meter result was 5.2 inr. The laboratory result within 3 hours was 3.6 inr. On (B)(6) 2022 the patient tested with his current strips (lot number 62215316) and new strips (lot 65457316, expiration date not provided) on both his meter and a different coaguchek meter (serial number not provided) with the following results: using strip lot 62215316: the patient¿s meter result was 5.0 inr. The result from the other coaguchek meter was 5.1 inr. Using strip lot 65457316: the patient¿s meter result was 5.1 inr. The result from the other coaguchek meter was 5.3 inr. The result from the laboratory within 3 hours was 3.7 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.